Event description:
Respiratory therapist (rt) was called by bedside nurse that the ino machine was alarming with "ino failure" message on the screen. When respiratory care practitioner (rcp) arrived at the bedside, rcp examined the alarm further and determined that pt needed a new ino machine. Rcp took the pt off the vent and bagged pt while another rt got a new ino machine. Pt remained stable during the whole process and the ino machine was swapped out for a new one. The malfunctioned ino machine was taken up to biomed office. There was no harm in this event. This is not a recurring issue at the facility.